Event description:
The patient experienced decreased therapeutic effect. There was no known accident or incident related to the complaint. One month later the patient experienced a loss of therapeutic effect. The patient was constantly sick with sinus infections since device implant 2 years prior. The patient felt pain at the neurostimulator location and at the site of the connection behind the ear. The patient was unsure if the device was on or off. The patient did not know how to use the patient programmer. The patient was seen in clinic a week later. Impedances were greater than 40000 ohms. X-rays were ordered (results not reported). The patient was scheduled for revision surgery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.